Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump failed to charge despite placement on a wireless charger for several hours, with a solid green charger light observed and outlets changed, resulting in battery depletion and the user disconnecting from insulin delivery; the issue began the same evening after prior normal charging, and the user was advised to revert to backup therapy and contact their healthcare provider. Symptoms included hyperglycemia with a reported blood glucose of approximately 400 mg/dl. Outcomes included a delay to treatment or therapy due to the loss of pump function. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge, traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.